Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
Olympus medical systems corp. (Omsc) received an article titled "lawsuit alleging hiv caused by olympus colonoscope proceeds in ga." The article discussed that a couple alleged that they contracted human immunodeficiency virus (hiv) from a colonoscope. The patient reportedly had a routine colonoscope in (B)(6) 2011. Several weeks after the procedure, the patient sought medical treatment for fever, night sweats, muscle pain, sore joints, and a skin rash. In 2013, the patient sought medical treatment for breathing issues and in that same year, the patient and his spouse tested positive for hiv. In 2017, the patient's dentist reportedly told him about the research of a certain physician, who had investigated the transmission of pathogens via flexible colonoscopes. The patient met with the physician, and based on the information this physician provided, the couple determined that the cause of the hiv infection was an unclean olympus colonoscope. The couple sued olympus, alleging that the colonoscope was defectively designed and manufactured and that olympus knew the device could cause cross-contamination and the spread of infectious disease. They further claimed that olympus failed to instruct colonoscope users of proper sterilization methods. The complaint lists claims for design defect, failure to warn, and fraudulent and negligent misrepresentation. This is related to the complaint under patient identifier (B)(6), which involves the patient's spouse. This medwatch report is for patient identifier (B)(6). The article is attached for additional information.